Event description:
During manufacturer review of a vns patient's programming history, it was noted a systems diagnostics test faulted twice on (B)(6) 2003, which caused the vns settings to change. The change was immediately noted and corrected; however, the pulsewidth was not changed back until the next office visit on (B)(6) 2003.